Event description:
The customer reported experiencing high blood glucose levels since the previous day, with the highest-level recorded at 575 mg/dl. To address the issue, the customer administered a correction bolus using their pump. They also changed out the supplies at the start of the call and received tips for correct cannula insertion from technical support. No further assistance was required.